Manufacturer narrative:
(B)(4). Batch # n91p5m. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an exploratory laparotomy procedure, the super jaw was being finicky throughout the case. The doctor was messing with it outside the patients abdominal cavity and closed the jaws of the device and it was then that he was unable to open the jaws, the device was stuck in a closed position. Case completed with another device of the same product code. There were no patient consequences reported.